Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by one hour or longer. It was reported that after a scan with the imaging device, the navigation device was not capable of integrating the imaging device. The surgery was completed without the imaging and navigation devices. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic received information that the reported issue could not begin a procedure after receiving an image from the medtronic image acquisition system. It was noted that the spinal application software exited without prompt from the user after selecting a procedure. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed. However, confirmation of resolution has not been provided.

Manufacturer narrative:
Additional information: logs were received and reviewed by the manufacturer. The session activity of the first occurrence showed that the activity was fairly standard. Within the open thoracolumbar fusion procedure, the first unexpected exit occurred after the patient was scanned and the digital intercommunication of medicine (dicom) was received. The subsequent sessions that chose the open thoracolumbar fusion procedure did not proceed past select procedure. During another session when another procedure type was selected, open cervical fusion, there was no unexpected exit in the logs. A test system was set up with the same versions of software and packages, and the tools and equipment that were listed in the available logs were added. However, the issue could not be reproduced with the test system. From the logs alone, it could not be determined what was different or what had changed with this particular system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found the computer hardware tests as fully functional, a software failure (corrupt file) was the most likely cause of these event. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This issue was documented in a medtronic navigation software or hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.